Manufacturer narrative:
Date of event: estimated. There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to recurring incontinence, as device stopped working after patient had a colonoscopy. It was noted that device was working fine until the colonoscopy and that device still had fluid. A new aus was implanted. There were no further patient complications reported.

Manufacturer narrative:
B3 date of event: updated. B3 date of event: approximated based on additional information received on 03/28/2023. B5 description of event: changed. H6 device codes: updated. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to recurring incontinence, as device stopped working after patient had a colonoscopy. It was noted that device was working fine until the colonoscopy and that device still had fluid. Cuff downsizing was discussed but patient preferred to have the entire device replaced. There were no further patient complications reported.

Manufacturer narrative:
B3 date of event: approximated based on additional information received on 03/28/2023. Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was visually and microscopically inspected and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. The pump component was visually and microscopically inspected and tested for leaks. No damage or abnormality was noted, no leaks were identified in the pump. The balloon was visually and microscopically inspected and underwent leak and functional testing. No damage or abnormalities were noted, no leaks were identified. Based on the information available and analysis results, the reported clinical observation that the device stopped working could not be confirmed. The reported patient symptom of urinary incontinence is a known inherent risk of device use and is listed as such in the device instructions for use (IFU).

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to recurring incontinence, as device stopped working after patient had a colonoscopy. It was noted that device was working fine until the colonoscopy and that device still had fluid. Cuff downsizing was discussed but patient prefers to have the entire device replaced. There were no further patient complications reported.